Manufacturer narrative:
Product event summary: analysis did not confirm the reported event, but the cable was replaced as a preventative. It was also noted that the label was missing.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. It was also requested that the head receive a new label. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).